Manufacturer narrative:
(B)(6). The device was not returned for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During percutaneous transluminal angioplasty (pta) of a lesion the anterior tibial artery a 2.5mm2cm 155 saber pta balloon ruptured before reaching nominal pressure. It was replaced without a 3x2 saber pta balloon and the procedure was successfully completed. There was no reported patient injury. The product will be returned for analysis. The lesion was moderately calcified and mildly tortuous. The rate of stenosis was 99%. An ipsilateral antegrade approach was made. A saber pta (complaint product) was delivered to the lesion and inflated. The physician commented that the target lesion was calcified, and it might have been the reason for this balloon rupture. There was no removing the product from the hoop, difficulty removing the balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast and the contrast to saline ratio used are unknown. An unspecified indeflator was used in the procedure and it is unknown if the same indeflator was used successfully with other devices. It is also unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve and any resistance/friction while inserting the balloon through the guide catheter. It is unknown if there was difficulty advancing the balloon catheter through the vessel. It is unknown if there was any difficulty crossing the lesion or if the catheter was ever in an acute bend. It is unknown if the balloon catheter kinked while being used or if there was any resistance/friction with other devices. It is also unknown if the device was easily removed from the patient and the other devices. However, it was intact upon removal from the patient.

Manufacturer narrative:
During percutaneous transluminal angioplasty (pta) of a lesion in the anterior tibial artery a 2.5mm x 2cm 155 saber pta balloon catheter (bc) ruptured before reaching nominal pressure. It was replaced without a 3x2 saber pta balloon and the procedure was successfully completed. There was no reported patient injury. The lesion was moderately calcified and mildly tortuous. The rate of stenosis was 99%. An ipsilateral antegrade approach was made. A saber pta (complaint product) was delivered to the lesion and inflated. The physician commented that the target lesion was calcified, and it might have been the reason for this balloon rupture. There was no removing the product from the hoop, difficulty removing the balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast and the contrast to saline ratio used are unknown. An unspecified indeflator was used in the procedure and it is unknown if the same indeflator was used successfully with other devices. It is also unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve and any resistance/friction while inserting the balloon through the guide catheter. It is unknown if there was difficulty advancing the balloon catheter through the vessel. It is unknown if there was any difficulty crossing the lesion or if the catheter was ever in an acute bend. It is unknown if the balloon catheter kinked while being used or if there was any resistance/friction with other devices. It is also unknown if the device was easily removed from the patient and the other devices. However, it was intact upon removal from the patient. The product was returned for analysis. One non-sterile unit of saber 2.5mm x 2cm 155cm bc was returned. Per visual analysis the balloon had been inflated and deflated. No other issues were noted. Per functional analysis a leak test was performed and a leakage was found on the balloon. Per sem analysis the external surface revealed evidence of scratches and abrasion marks that could be related to the rupture found on the balloon. The internal surface and distal marker band did not reveal any evidence of damages. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17276547 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ was not confirmed due to the technical definition of a burst; however a leakage was confirmed, which may appear to the user as a burst, through analysis of the returned device. The exact cause of the rupture could not be determined during analysis. Based on the information available for review, vessel characteristics (moderate calcification, mild tortuosity and a rate of stenosis of 99%) may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device was returned and was updated accordingly. The completed engineering report will be submitted within 30 days upon receipt.